Event description:
This report covers two home healthcare patients who had home eclipse portable oxygen concentrators. Units suddenly alarmed, machine shut down and then switches did not work. Company representative was called but as of report no response. Of course the units were replaced by our health products division.